Event description:
Customer reported via phone, the insulin pump had alarmed motor error while he was sleeping. Customer didn't know his blood glucose at the time the alarm occurred. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer uses the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. The insulin pump then shut down and it erased all the customer's settings. The device had alarmed spi to motor pic communication error.

Manufacturer narrative:
The insulin pump alarmed motor error noted during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, occlusion test and verify alarm due to motor error alarm. The insulin pump was received unit with corrosion on the electronic assembly and vibrator motor. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.